Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a suspected peritonitis manifested by cloudy fluid, abdominal pain and fever. The cause of peritonitis was unknown. On the same day as the onset,the patient was hospitalized for the event and was treated with vancomycin injection (1 gm, per day, ongoing, route not reported) and amikacin injection (1 gm, per day, ongoing, route not reported) for the event. At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.